Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient did not think that it was working right. The patient had been implanted the day prior to the call. No patient symptoms were reported. No complications were reported or anticipated. On (B)(6) 2018 (B)(4). No new information.